Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their healthcare provider (hcp) told them to call to get the device reprogrammed because it is shocking them so hard that it is sending them to the floor. Caller stated they first noticed this about a week ago and, about 3 days ago, they turned it down so the shocks weren't too bad, but then they noticed one day it was super bad and it's been happening for about 4 days in total. Caller added that they are still getting the shocks here and there, not as bad, but still there. Caller noted they turned it up to 1 and that's when the shock started getting really bad so they turned the setting back down again. Agent reviewed therapy information; stimulation expectations and general programming guidance and the option of turning the therapy off t o see if that would keep them from getting the shocks but the patient declined. They will maintain stimulation level and will continue to track symptoms. Patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they can feel stimulation from ins, but they were still peeing just as much. Patient stated they have tried all available programs. Patient stated health care provider (hcp) told them to call. Agent reviewed patient services role and redirected patient to hcp.